Event description:
Hyperice was notified about a fire at a physical therapy clinic by the clinic's insurance carrier. The device is being evaluated among multiple potential causes for the fire. Hyperice has requested additional information from the clinic and its insurer in order to investigate whether a malfunction occurred, but it does not have more detail at this time.

Manufacturer narrative:
The device was manufactured by a contract manufacturer, ryder electronics (xinfeng) ltd., located at east shuidong avenue, industrial park, xinfeng town, ganzhou city jiangxi, cn 341600. While awaiting set-up of its electronic submissions gateway, hyperice attempted to submit this report via email to mdrpolicy@FDA.hhs.gov on december 26, 2024.